Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced the hyperglycemia. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer¿s other blood glucose was 354 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The device will not be returned for the analysis.